Event description:
Boston scientific received information that the patient with this left ventricular lead has felt poorly over the last few months due to lack of resynchronization therapy. Low impedances and high thresholds were noted on the left ventricular lead. On radiography, the lead appeared to be in the correct position, however, a guide wire was still in place inside the lead and was all the way to the distal tip of the lead and through the vein. A revision procedure was performed; upon removal of the lead, it was noted that the lead appeared fractured. A new lead was implanted and the explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Body fluid was noted in the lead lumen, with the guide wire stuck in the lead. The guide wire was fractured at 312 mm from the terminal pin and had perforated the lead's insulation. The conductor coils were also fractured in this location. The coils were deformed at 285 mm and 290 mm from the terminal pin, likely due to the tie downs on the suture sleeve. Bends were noted in the outer insulation at 312 mm and 330 mm from the terminal pin. No electrical testing could be performed, due to the stuck guide wire. Detailed analysis on the lead confirmed the reported lead fracture; three of the four wires on the inner conductor coil were fractured, along with the guide wire. The fractured surfaces showed evidence of fatigue and mechanical damage.

Event description:
--